Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
Drug/diluent: ropivacaine 0.2 percent. Fill volume: 550ml. Flow rate: 7ml/hr. Procedure: open reduction internal fixation, left humerus. Cathplace: interscalene. Bolus button did not pop back up after it was depressed. Orange indicator remains at the bottom (lowermost position). No adverse event reported and patient is stable. Date of event: (B)(6) 2011.